Manufacturer narrative:
(B)(4). Upon analysis this investigation will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the completed lead was returned. Visual inspection confirmed the stylet was fully inserted into the lead with one kink, the helix was fully extended with dried blood in the helix housing. In addition the tip of the lead was bent. Detailed analysis confirmed that the lead passed electrical testing. Laboratory analysis confirmed the allegation when it come helix issue as the inability to retract the helix most likely occurred due to dried blood/tissue in the helix mechanism, but could not confirm the allegation of loss of capture.

Event description:
Boston scientific received information that loss of capture was noted on this right ventricular lead. The lead was removed and it was not possible to retract the helix of the lead. The lead was returned for analysis, while the device remains implanted. No adverse patient effects were reported.